Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger was unable to charge a battery pack. The root cause of the failure was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The root cause of the defective charger could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of charger sn (B)(6) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger was unable to charge a battery pack. The root cause of the failure was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger problem. A us distributor reported that a patient had a battery charger problem.